Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure due to a impending erosion of the cuff, the patient presented urethral tissue atrophy. The new aus cuff was placed transcorporal. There was no device malfunction with the explanted device. The patient had a good outcome following the procedure.